Event description:
It was reported that during a coronary atherectomy procedure the cutter exited the cutter housing. Reportedly the device was removed and no pt injury was associated with this event.